Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the device is no longer working adequately, the tensioning trigger will no longer work. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A pd evaluation was conducted. The report indicates that the investigation of the returned device shows that the implant gripper component is not pushed by the instrument to is resting position so that the implant can be inserted as intended. However with some additional force the gripper can be pushed to the correct location. Product development does not see a systemic design fault regarding this issue. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.